Event description:
Event description guidant received information that pacing impedance measurements of this implantable transvenous defibrillation lead were greater than 2700 ohms. It is reported that the lead senses appropriately and threshold measurements are normal. Guidant received subsequent information that the pacing impedence is now greater than 3000 ohms. The r-waves were 16.6, and pacing threshold measurements are 4.5v @ 1ms. At last check three months ago the pacing impedence was also greater than 3000 ohms.